Manufacturer narrative:
The reported complaint was confirmed. During further investigation of the related issue, it was found on the production floor that some cable ties that were placed were able to be moved by hand which failed to meet the requirement of the manufacturing work instruction that the tie band should not be easily moved by hand. It was determined that the tie band applicator setting should be increased to the maximum scale possible. The root cause of this reported complaint was determined to be inadequate/unclear instructions captured in procedures related to tie band application. Procedures were updated to instruct production associates to use the necessary setting to apply the tie bands correctly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint involved an oxygenator in a prestige preconnected tubing pack that leaked from the dedicated cardioplegia port during cardiopulmonary bypass. There was a blood loss of 150 milliliters (ml). The oxygenator and tubing pack were not changed out. The clinician added an additional tie band to the tubing in an attempt to stop the leak. There was no harm to the patient and the surgery was successfully completed. The oxygenator/tubing pack were not returned for investigation, but videos were taken by the end user during the bypass run confirming the leak from the cardioplegia port.

Manufacturer narrative:
The complaint was reported to the manufacturer on 08-mar-2024 and was initially deemed to be not reportable. Although there was no serious patient harm identified, additional information was received on 23-may-2024 that there was 150ml of blood loss from the patient and therefore this report is being submitted.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was leakage on the cardioplegia line. As mitigation, the perfusionist added another tie-band around the connection. The surgical procedure was completed successfully. Additional information was provided on 23-may-2024 that there was a delay of 10 minutes and there was 150 milliliters (ml) of blood loss. There were no adverse consequences to the patient.